Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation. Evaluation of the devices confirmed and identified disassembled and/or missing components for (B)(4) devices. (B)(4) device was not available to stryker for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events, in which the device disassembled. (B)(4) reported events had no patient involvement; no patient impact. (B)(4) reported event had patient involvement; no patient impact.